Event description:
The patient was injected with three 1.5cc syringes of radiesse (lot 1030146) on (B)(6) 2012 in the cheeks and nlfs. The patient is a firefighter who is in and out of smoke and wears a mask a lot. The patient is also a body builder who (B)(6) describes as non-complaint. She works out and over heats. On (B)(6) 2012, the patient came in and had one little spot on the right sided fold that had redness. She was told to watch it for a couple of days. She called and came back on (B)(6) 2012 (photos were taken). Dr. (B)(6) saw the patient and prescribed keflex 250mg for 10 days.

Manufacturer narrative:
(B)(4). At the time of the report the patient was resolved.